Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) as a result of oversensed noise. Technical services (ts) was consulted and since the patient was going to the clinic recommended to follow up with different techniques like isometrics and pocket manipulation. This rv lead remains in service. No adverse patient effects were reported.